Manufacturer narrative:
Evaluation of the complaint sample is in progress. Review of the device history record and sterilization record for this lot are in progress. Upon completion, a follow-up report will be filed. (B)(4).

Event description:
It was reported by the consumer that she is a regular eye contact lens wearer. She inserted a new pair of contact lenses in her eyes and experienced pain and discomfort with both lenses. She purchased and used lens solution and drops but it did not alleviate the issue. She removed the contact lenses from both eyes the same day and inserted a new pair in both eyes but without relief. She reported visiting an eyecare specialist who told her the contact lenses caused corneal abrasions in both eyes. The corneal abrasions were significantly worse in the left eye. The patient was instructed to discontinue wearing contact lenses for 3 weeks. The patient reports using unknown medicine drops. Additional information received on (B)(6) 2011 from the eyecare specialist indicates the practice did see the patient on (B)(6) 2011 but she was not wearing contact lenses. The eyecare specialist advised the patient to discontinue wear of lenses for 1 week and recommended that she use artificial tear eyedrops. The patient has not returned to the practice since (B)(6) 2011. Additional information received on (B)(6) 2011, from the patient indicates that she has resumed contact lens wear. Additional information has been requested but not yet received. Upon receipt of additional information, if there is any further relevant information, a follow-up report will be filed.